Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. Bd acknowledges that the customer has had an issue with this product. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor separator movement. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 367986, batch no. 9151832. It was reported that the gel does not rise well. The separation between the cells and the serum is inadequate. The problem customer has is that the gel does not rise well. The separation between the cells and the serum is inadequate.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor separator movement. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 367986. Batch no. 9151832. It was reported that the gel does not rise well. The separation between the cells and the serum is inadequate. The problem customer has is that the gel does not rise well. The separation between the cells and the serum is inadequate.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9151832. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-05-31. Medical device lot #: 9143677. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-05-23.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor separator movement. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no. 367986, batch no. 9151832. It was reported that the gel does not rise well. The separation between the cells and the serum is inadequate. The problem customer has is that the gel does not rise well. The separation between the cells and the serum is inadequate.